Event description:
The pt presented to the hospital with complaints of left hip pain status post fall. The pt was on a ladder and tried to kick away a bee with his leg and fell. The pt had x-rays done in the emergency department that showed a left total hip arthroplasty and neck fracture. The risks and benefits of left total hip arthroplasty revision were thoroughly explained to the pt and the pt had elected to undergo the procedure. Pt had a total hip arthroplasty revision on (B) (6) 2010. The pt tolerated the procedure well.